Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that nearly 10 months after the dental implant and abutment were placed in ada site 15, the implant had lost osseointegration. Clinician reports an infection, mobility and insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that nearly 10 months after the dental implant and abutment were placed in ada site 15, the implant had lost osseo- integration. Clinician reports an infection, mobility and insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.